Manufacturer narrative:
The evaluation findings of the graspers found that the distal jaw broken off and with scratches on the shaft and jaws. One of the image shows jaw is completely separated from the hinge. Instrument is about 6-years old and the breakage most likely was from mechanical stress overload.

Event description:
Allegedly, during a ventral hernia procedure the bowel grasper broke inside the patient, this was noticed immediately and the broken piece was removed. The graspers were replaced and the procedure completed. An x-ray was conducted with no negative findings and no other surgical intervention was required.